Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced obstruction, pain, and a hematoma. Hematoma is a known inherent risk of hernia surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with hernia recurrence, small bowel obstruction, inflammation, scarring, adhesions, abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identifies hernia recurrence, adhesions and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent an umbilical herniopphaphy with mesh for repair of a paraumbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient presented to the hospital with complaints of severe abdominal pain. The patient was found to have small bowel obstruction related to his ventral hernia. (B)(6) 2015 - the patient underwent an additional surgery to repair the small bowel obstruction within the incarcerated ventral hernia. The ventralex hernia patch had become deformed and buckled leading to the patient's bowel obstruction. After surgery. The patient was sent to recovery but while the patient was ambulating, he developed a large abdominal wall hematoma and had to go back into surgery for an abdominal wall hematoma evacuation. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with paraumbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "two hernia sacs were dissected free from the surrounding tissues. At this point, we then placed a large ventralex mesh is placed with the marlex side anterior against the abdominal wall. It was then flattened several times until it lay perfectly and sutured." (B)(6) 2013 - patient visited hospital for bulging abdomen at the hernia sac and pain. (B)(6) 2013 - patient had abdominal pain and was diagnosed with incarcerated ventral hernia thereby underwent open repair with mesh removal and lysis of adhesions. Per operative notes," excessive cicatricial formation was noted with small bowel densely adherent to previous mesh and the mesh was carefully dissected with the bowel attached to it. Hernia sacs were noted on each side, these were dissected and the wound was closed with primary hernia repair." Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage, hernia recurrence, ring break, excessive cicatricial (scarring) formation with bowel densely adhered lo the mesh, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced obstruction, pain, and a hematoma. Hematoma is a known inherent risk of hernia surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent an umbilical herniorrhaphy with mesh for repair of a paraumbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient presented to the hospital with complaints of severe abdominal pain. The patient was found to have small bowel obstruction related to his ventral hernia. On (B)(6) 2015 - the patient underwent an additional surgery to repair the small bowel obstruction within the incarcerated ventral hernia. The ventralex hernia patch had become deformed and buckled leading to the patient's bowel obstruction. After surgery. The patient was sent to recovery but while the patient was ambulating, he developed a large abdominal wall hematoma and had to go back into surgery for an abdominal wall hematoma evacuation. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.